Event description:
It was reported that the chisel handle coupling jammed. The inserts cannot be removed and the device sustained damage as a result. No further information was provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. The device was returned for inspection and the event was confirmed. While the chisel handle shows signs of extreme handle use, otherwise nothing out of the ordinary was observed. The chisel handle coupling jammed and it is also reported that the laser inscription wears very quickly. It was noted that flash rust forms as the laser inscription damages the instruments passive coating. Preliminary investigation results revealed that the issue is related to the construction and design as this device is an old model. A CAPA determination request has been initiated to investigate further the root cause of this issue. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. The item was manufactured in accordance with the specifications. There is no product error. Preliminary investigation results revealed that the issue is related to the construction and design of this instrument as this device is an old model. A CAPA determination request has been initiated to investigate further the root cause of this issue.